Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (top of monitor case came off) has been confirmed. Upon visual inspection, it was found that the end cap was separated from the monitor case and all the white cable running from the computer/analog pca board to the auxiliary board was unplugged. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. The lcd screen was also blank. Once the screen was replaced, and the white cable was connected, the monitor was fully functional. No adverse event resulted from the end cap separation. The pt rec'd a replacement monitor.

Event description:
A (B)(6) female pt called in to zoll lifecor customer support to report that the top of her monitor broke off and the screen will no longer light up. The pt was provided with a replacement monitor.